Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4). The actual device reported is not marketed in USA, but devices with similar characteristics (i.e fitmore hip stem a, size 2) are marketed in USA, and therefore this report was filed.

Event description:
It was reported that a patient was implanted with a revitan proximal stem on the right hip side in 1998, and underwent revision surgery on (B)(6) 2017 due to implant breakage. Since the exact implantation date was not reported, it will be entered as the last day of the last month of the year reported (1998).

Manufacturer narrative:
Additional information for this case was received on (B)(6) 2017: additional data received: surgical report including x-rays post- and preoperative. Additional complaint information added: surgical notes confirm 1998 as the year of the implantation. Therefore, this implant cannot be a revitan stem. The market launch of the revitan stem was in 2001. Therefore, the name of the product was changed to a unknown stem proximal part. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4)..

Event description:
It was reported that a patient was implanted with stem hip implant on the right hip side in 1998, and underwent revision surgery on (B)(6) 2017 due to implant breakage. It is also reported, that the patient had a metallosis, a loosening of the connection between the proximal and the distal stem as well as a dislocation of the proximal stem. Moreover the medullary cavity was found to be almost completely holed.

Manufacturer narrative:
DHR review: as for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried to receive more information for this case. An e-mail was received on april 18 , 2017 stating that there was no additional information received. Therefore the investigation was performed with the available information. As no lot number was provided for the device, the device history records could not be reviewed. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh. Thus, for all products sold to the market can be assumed having a complete and correct DHR. No trend analysis could be performed as no item number is available. Event summary: according to the bfarm user report, it was reported that a patient had received a revitan stem on right hip side in 1998. The surgeon stated that the patient experienced increasing pain and a subjectively experienced feeling of loosening of the right hip joint within the last 3 months. The patient indicated that he didn¿t fall down within the last few months and that there were no axial stress trauma. Xrays are reported to show a stem breakage, dd loosening within the modular part of the revitan stem. The cup did not show any signs of loosening. The indication from the hospital was to exchange the stem, which was revised on (B)(6) 2017. Surgical notes confirm 1998 as the year of the implantation. Therefore despite what is written in the bfarm user report, this implant cannot be a revitan stem. The market launch of the revitan stem was in 2001. Therefore, the name of the product was changed to a pfm stem hip implant. Review of received data x-rays dated (B)(6) 2017: right tha with a modular femoral stem. Tip of proximal stem seemed to be tilted medially. Modular connection pin was assumed to be loosened. No fracture was visible. Radioluscent lines were observed through the whole length of distal stem laterally and medially. Also proximal stem has radioluscent lines around the neck laterally. However, since there were no previous x-rays to compare it could not be said if it was an evidence of stem loosening. Connection pin and the gap below in the bore of the stem body was visible. Geometry of the pin with the thread at the proximal end and design of the stem, ribs, calcar area, shoulder on proximal and distal part all point to the fact that the stem is most probably a pfm-r stem. The head, however, is most probably not a zimmer winterthur product due to the neck length and that in the surgical report a removal of an adapter is indicated. X-rays dated (B)(6) 2017: revised right tha. Metal plate fixed with the distal femur is visible. Metallic shell and fixing screws were not revised. Primary hip treatment in 1995 with post-radiolucent coxarthrosis revision surgery right hip side in 1998. Cup revision right hip side in 2005. Revision surgery report dated (B)(6) 2017: breakage of the stem was suspected before the surgery. Opening up of the neokapsel after a ventral trochanteral, much black discolored joint effusion in the sense of a massive metallosis. Synovectomy was performed with several representative samples being applied to histopathological processing. It was possible to see that the proximal portion of the prosthesis was no longer in contact with the shaft and the proximal portion could be rotated. Ossifications in the direction of the trochanter major were removed. Radiologically an old trochanter pseudarthrosis, dd ossification. Nearly completely hollowed out medullary canal was found clinically as well as a pronounced metallosis in the shank area. Zimmer extraction instrument was used to remove the distal part of the stem. After unsuccessful attempts, brehm instrument was used and stem removed carefully. No evidence of fracture. Placement of new femoral stem and head. Pronounced metallosis under the inlay. Inlay changed with new one. Ncb plate with 3 monocortical screws and 2 bicortical screws cranially as well as 6 distal screws utilized for the distal femur fracture. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the head is observed to be not a zimmer winterthur product. Therefore, this combination was not allowed by zimmer at the time of the implantation. Root cause determination using dfmea aseptic loosening due to insufficient primary stability due to design. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current post market surveillance. Aseptic loosening due to insufficient secondary stability. Possible: the device was not returned for the investigation, therefore cannot be excluded. Aseptic loosening due to movement of implant part (proximal or distal) leads to wear. Possible: the device was not returned for the investigation, therefore cannot be excluded. Aseptic loosening due to incorrect distribution of load due to design leading to stress shielding. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. Fracture / damage /loosening of implant due to wrong behavior of patient, high patient activity, patient disregards limits of the device. Possible: no info regarding patient activity is known, therefore cannot be excluded. Thermal necrosis and/or implant loosening and impassability to use MRI scanning due to MRI: magnetically induced displacement (force and torque), radiofrequency induced heating, image artefacts. Not possible: evaluation of interactions of magnetic resonance imaging (MRI) and risk assessment of clinical magnetic resonance imaging of patients with hip replacement covers that risk. Aseptic loosening due to surgeon unfamiliar with implantation technique of this stem design (early stability, e.g. Incorrect use etc.) Possible: surgical technique, explains the correct implantation technique, however this risk cannot be excluded. Migration and/or loosening of implant, stem breakage due to missing prox. Bone support and heavy and active patient due to surgeon unfamiliar with the correct indications and contraindications possible: surgical technique, explains the correct implantation technique, however this risk cannot be excluded. Aseptic loosening due to lms marking is not readable under or lighting, marking parameters are not sufficient enough, therefore wrong combination of components => possible: the device was not returned for the investigation, therefore cannot be excluded loosening or fracture of components due to patient with high body weight leading to increased wear possible: patient weight is not known. Loosening of previously well fixed stem, damage of bone due to inadequate design of stem taper connection or instruments leading to high disassembly forces (unable to disassemble head from stem taper during revision) not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. Loosening or fracture of implant due to insufficient bony support of implant possible: since no other previous x-rays were present to compare with the ones dated on (B)(6) 2017, this risk cannot be excluded. Aseptic loosening due to incorrect distribution of load due to design leading to stress shielding. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. Conclusion summary: according to the bfarm user report, it was reported that a patient on (B)(6) 2017 due to stem breakage and loosening underwent a revision surgery of revitan stem, which was implanted on right hip side in 1998. The market launch of the revitan stem was in 2001, which makes it impossible to have the revitan stem in this case. X-rays indicate that the features of the present stem points to the fact that it should be a pfm-r stem. It was observed from the x-rays that the modular pin of the stem was loosened. However, no fracture was visible. Revision surgery report also confirms the loosened pin and no evidence of fracture. Observed metallosis points to a possible wear between the stem and loosened pin. Moreover, the x-rays show that the head is not a zimmer winterthur product. Possible causes for loosening include wear due to movement of implant part (proximal or distal), wrong behavior of patient, high patient activity, patient disregarding limits of the device, patient with high body weight leading to increased wear, surgeon unfamiliar with implantation technique of this stem design (early stability, e.g. Incorrect use etc.) And surgeon unfamiliar with the correct indications and contraindications. Based on the given information and the results of the investigation, we could identify a root cause for this issue. Since the head is not a zimmer winterthur product, the root cause is off-label use. Zimmer's reference number of this file is (B)(4).